Event description:
The surgeon was using a drill, it twisted and broke. The surgeon set a 3.2mm drill extra-short on the flexible drill driver, then because the insert angle was too sharp during the drilling process, the drill broke. After the surgery was ended, the doctor thought all of the broken parts were removed from the pt. However, later when the surgical instruments were being washed they found that a part of the drill was missing. By checking the x-rays, they found the missing part left inside the distal end of the femur.